Event description:
It was reported that there was a power on reset (por) condition pre-implant. The error cod was not available at the time of this report. The manufacturing representative cleared the por and it had not occurred again. The issue was resolved as it was noted that a por could occur during shipment. The implantable neurostimulator (ins) was implanted. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a175, serial# (B)(4), product type: lead. (B)(4).